Event description:
It was reported that stent damage post-deployment occurred requiring additional device. The 90-95% stenosed target lesion was located in left anterior descending artery. Following pre-dilatation of a 2x12 balloon, a 3.00 x 24 synergy drug-eluting stent was advanced and implanted. However, after post-dilatation with a 3.5x12 balloon catheter, stent deformation at proximal edge of the stent was observed. A 3x16 stent was then implanted and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage post-deployment occurred requiring additional device. The 90-95% stenosed target lesion was located in left anterior descending artery. Following pre-dilatation of a 2x12 balloon, a 3.00 x 24 synergy drug-eluting stent was advanced and implanted. However, after post-dilatation with a 3.5x12 balloon catheter, stent deformation at proximal edge of the stent was observed. A 3x16 stent was then implanted and the procedure was completed. There were no patient complications reported. It was further reported that the target lesion was mildly tortuous and mildly calcified.